Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the nursing staff replaced the patient with a new needle-free closed infusion connector. When flushing the tube, the infusion connector was found to be blocked. Treatment: nursing staff replaced the patient with a new infusion connector after excluding other reasons, but the tube was still blocked when flushing. Finally, after the nursing staff replaced the infusion connector for the third time, the flushing tube was unobstructed.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation, however the customer indicates that the complaint sample was from lot 21045806. From the information provided by the customer it appears that a complete occlusion was observed; and further information indicates that a xinhua syringe was used at the time of the occlusion being observed. A review of the production records for lot 21045806 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the nursing staff replaced the patient with a new needle-free closed infusion connector. When flushing the tube, the infusion connector was found to be blocked. Treatment: nursing staff replaced the patient with a new infusion connector after excluding other reasons, but the tube was still blocked when flushing. Finally, after the nursing staff replaced the infusion connector for the third time, the flushing tube was unobstructed.